Manufacturer narrative:
Concomitant medical products: 10 x ncb screw; ref#: unknown, lot#: unknown. 5 x ncb locking caps; ref#: 02.03150.300, lot#: 16.369000. 2 x ncb locking caps; ref#: 02.03150.300, lot#: 16.360252. 3 x ncb locking caps; ref#: 02.03150.300, lot#: 15.166977. DHR review: the device manufacturing quality records indicate that the ncb pp plate met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: plate breakage. A trend is identified if at least one of the following criteria is met: 3 similar events within 1 month for the same item number. 6 similar events within 6 months for the same item number. 2 similar events for the same lot number. Review of event description: it was reported that a patient was implanted with an ncb femoral plate on (B)(6) 2017 on the left hip side and experienced re-fracture of the femur with plate breakage. Subsequently patient was revised on (B)(6) 2017. Review of received data: the surgical report dated (B)(6) 2017 describes that an ncb plate was implanted on (B)(6) 2017 and that the patient experienced post-operative infection. During latest debridement section, the fracture situation was found to be instable and therefore patient underwent revision surgery on (B)(6) 2017. The plate was replaced with a new ncb plate (current plate). The surgical report dated (B)(6) 2017 describes a non union with a plate breakage after 7 months. It is also mentioned that there is re-fracture of the distal femur left. The broken plate was removed and replaced with a new ncb plate 15 holes and several screws and locking caps. Devices analysis: visual examination: the broken plate, 10 screws and 10 locking caps were returned for investigation. The fracture of the plate is located through the middle bore hole of a diagonal three hole pattern. The fracture surfaces are partially damaged and some polished areas are present. However, there are beach lines visible. These lines depict the fatigue character of the fracture. The plate shows also several scratches on the outer surface. There are some deformation and damages visible on the returned screws and locking caps. Review of product documentation: the compatibility check was performed from surgical technique lit.no. 06.02013.012 and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to inadequate implant design & material (fatique strength - lifetime of the device). Not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material not possible. No corrosion found during the investigation. Reakage of implant due to implant will be implanted against contraindication not possible. No evidence that the device was implanted against contraindication. Breakage of implant due to wrong interpretation of in situ device position and/or dimension. Possible, no x-rays received, therefore this point cannot be excluded. The position cannot be checked. Breakage of the implant due to wrong interpretation of x-ray template for dimensions possible, no x-rays received, therefore this point cannot be excluded. The dimensions cannot be checked. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Not possible. The plate was not bent. Breakage of implant due to user define incorrect placement of the spacers and plate. Not possible. No spacers were used. Breakage of implant due to user perform improper handling of the plate during insertion. Not possible. The surgical reports do not mention a wrong handling of the plate. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Not possible. The plate was not bent. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction. Not possible. The surgical report dated (B)(6) 2017 describes in detail the following procedure after the surgery. Breakage of implant due to patient do not follow the postoperative protocol. Possible, it is possible that the patient did not follow the given information. Conclusion summary: it was reported that a patient was implanted with an ncb pp plate on (B)(6) 2017 on the left hip side and experienced re-fracture of the femur with a plate breakage. The patient was revised on (B)(6) 2017. The received surgical notes were reviewed. The surgical report dated (B)(6) 2017 describes a non union with a plate breakage after 7 months. The visual examination of the returned products indicates that no material defects that could have triggered the fracture could be detected. The product analysis of the ncb pp plate shows an indication for a fatigue fracture. There are several factors which may have contributed to the breakage. The mentioned non-union in the surgical report could be a cause for the plate breakage. A delayed or non-union of a fracture will subject the fracture site and osteosynthesis device to repetitive stresses that may cause eventual bending or breakage of the osteosynthesis device. It can be also the case that a wrong patient behaviour was the reason for the breakage. However, an exact root cause for the plate breakage after 7 months could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Surgical reports were received and will be reviewed as part of ongoing investigation. The device was received, the investigation is pending. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a ncb, periprosthetic femur plate, distal, left, 12 holes, 278 mm on the left side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to femur fracture with plate breakage.